Event description:
It was reported that the smiths medical pump alarmed ?no disposable, pump won't run". Patient was not affected. No air in line noted. Pump settings: rate 2.0 ml, given 43.55 ml, volume 48.5 ml. No further information available.